Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump felt hot to the touch during a supply change, and the cartridge removed from the pump was also hot, while the charging pad was not warm; the event aligns with overheating of the device and involves the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed overheating of the device with an insulation problem identified, traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. The user reported no effect on blood glucose and planned to call back after allowing the pump to cool.